Manufacturer narrative:
Result: siderail cable.

Event description:
It was reported by service report that the siderail controls were not working and the power cord was missing its ground prong. No pt involvement or adverse consequences were reported.